Event description:
Oversensing: hcp reports "double counting" of ventricular events despite v. Sensitivity programmed to 1.2 mv. Reprogramming done. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).